Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported conditions of device heating up, making excessive noise, and having liquid leak and unintended activation/motion identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device was heating up, making excessive noise, had a liquid leak and unintended activation/motion. It was further observed that the device had insufficient/low power, hose damage (excluding rupture) and component damage. It was further determined that the device failed pretest for hose verification, muffler tube verification, safety assessment, temperature assessment, noise assessments, rotational speed assessment and oil leak assessment. It was noted in the service order that the device did not rotate smoothly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.